Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that on (B)(6) 2016, the patient was noted to be experiencing intermittent pump elevations. The patient was reported to be in a hypercoagulable state and had a subtherapeutic inr; the value was not provided, however, the patient¿s inr goal range is 2.5 ¿ 3.5. At the time, the patient's anticoagulation therapy included triple antiplatelet therapy (tapt) and lovenox. The patient was asymptomatic. A system controller log file submitted to the manufacturer's technical services for analysis with data starting on (B)(6) 2016 contained two events of elevations in pump power to 12.1 and 10.9 watts. The patient was admitted to the hospital for IV anticoagulation. On (B)(6) 2016, the pump speed was increased to 9800 rpm. On (B)(6) 2016, the vad coordinator reported that a cause for the intermittent power elevations had not been determined. An echocardiogram ramp study demonstrated shrinkage of the left ventricle with partial aortic valve excursion. The patient remains admitted and is on aspirin, plavix and coumadin. A hematology evaluation is ongoing and the patient is being tested for evans syndrome. The patient is positive for antiphospholipid syndrome and for antinuclear antibodies (ana). The hemolysis is thought by the healthcare professionals to be non-thrombotic and not felt to be related to the lvad at this time. The patient¿s lactate dehydrogenase levels have ranged from 748 u/l to 1099 u/l and the inr has been fluctuating between 2.4 and 4.6. A follow-up log file submitted for analysis on (B)(6) 2016 contained data from (B)(6) 2016 with no unusual events were recorded in the log file after (B)(6) 2016.

Manufacturer narrative:
The report of elevated pump power values and pulsatility index (pi) events was confirmed based on the evaluation of the submitted log files; however, a root cause for the elevated pump power values and pi events could not be determined based on this evaluation. The report of the patient being in a hypercoagulable state with elevated lactate dehydrogenase level, and their direct correlation with the device could not be determined. The patient remains ongoing on pump support and no further events have been reported at this time. The instructions for use lists hemolysis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: the account submitted a second system controller log file dated (B)(6) 2016 for evaluation and upon review by a representative of the manufacturer's technical services team, it was indicated the pump power values ranged from about 4.5 watts to 7.4 watts, and several intermittent pulsatility index events were captured. Information received from the hospital personnel on 06/27/2016 stating that the patient remains ongoing on pump support. The patient remains on triple antiplatelet therapy and the condition is stable.